Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Review of the preoperative merge revealed that the merge contained a shift. Preoperative merge shifts can cause navigational integrity issues and can lead to the misplacement of screws. The user must verify the merge before proceeding with navigation. Additionally, the user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding with navigation. Finally, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the forces and alerted the user. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
A pre-op based l3-l5 open case was being performed and the merge looked good by verifying the anatomical landmark. As it was an open case, surgeon has not used sm to avoid an additional incision/fixation on psis. After placing all the six screws a post op xray has been taken. First screw i.e. L3-l was not placed as per the plan and entered into l2-l3 disk. There was no adverse effect to patient and the screw was corrected manually. Rest all other screws were fine.